Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as the evaluator did not properly assess for the reported condition of 'some load points are loaded when there is no set inserted'. The device is no longer in its as received condition and the opportunity to evaluate for the reported symptom is lost. The device will be required to pass all release testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was showing that some load points were loaded when there was no set inserted. The problem occurred in the catheterization laboratory. There was no patient involvement. No additional information is available.